Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential complications associated with the proper implantation of the pelvilace to system may included, but are not limited to: postoperative hematoma, which may occur following the implant procedure; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant; perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage; transitionary irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2012-00298 and 1018233-2012-00291.

Manufacturer narrative:
Correction: exp date.

Manufacturer narrative:
Pt codes: 1750 - labeled, 1871, 1928 - not labeled.

Event description:
Per additional information received, the patient has experienced minor incisional bleeding, decreased libido, vaginal discharge, anxiety, depression, unspecified impulsive behaviors, ongoing postoperative pain and discomfort, bloody vaginal discharge ("like a period"), large piece of anterior wall visible mesh (removed on (B)(6) 2008), vaginal mesh erosion, "band-like effect" with notable granulation tissue (removed on (B)(6) 2008), recurrent stress urinary incontinence, anterior vaginal wall scar tissue, significant amount of operative bleeding from the patient's left side (on (B)(6) 2008), itchy area near the rectum, notable dystrophy surrounding the introitus/rectum, lichen sclerosis, questionable scar in the right anterior vaginal apical area, positional dyspareunia, occasional stress-related leakage, palpable area on the right side vaginal wall, vaginal mesh exposure and scar formation of the right vaginal fornix (noted on (B)(6) 2009 ), vaginal mesh exposure and scar formation of the posterior vaginal wall near the introitus (noted on (B)(6) 2009), post-surgical dyspareunia, severe scarring of the anterior and posterior arms at the vaginal apex, urinary frequency, mucosal bulges (presumed - vaginal) associated with surrounding scarification, bilateral bands palpable at the vaginal apex (tender to touch), complication of a genitourinary device implant and graft, atrophic vaginitis, inability to stop urine stream, recurrent grade 1 cystocele (noted on (B)(6) 2010 ), vaginal vault apex inversion, tenderness/pain of the left deep arm along the midline (adhesion band), "pulling" on the left when walking up stairs, rare nocturia, incomplete bladder emptying, inflammation of mesh and pain, minimal anterior vaginal wall relaxation, tenderness along the midline and left lateral fornix with some scar banding, pain with direct pressure over the cephalad edge of the anterior mesh, discoordinated levator ani muscles, inflammation and scarring from the prior (unspecified) surgery, had to strain somewhat to have a bowel movement, had some pain when passing stool, emotional health somewhat to moderately affected by her vagina/pelvis, quite frustrated with regard to her bladder/urine and vagina/pelvis, somewhat frustrated with regard to her bowel/rectum, moderate vaginal atrophy, inflammation of genitourinary device, vaginal pain, relaxed vaginal outlet, midline perineal scar band with lichen sclerosis, palpable deep anterior mesh arm from prior placement of an avaulta procedure, light yellow vaginal discharge, perineal swelling, perineal pain, pain during sexual intercourse slightly affected her sexual activity, recurrent difficulty emptying her bladder, scar band at the vaginal apex, pain/discomfort in the lower abdominal/genital region, ache in inner thigh area, had to push on the vagina or rectum to have or complete a bowel movement, perineal skin agitation at the fourchette, extended postoperative discomfort, unspecified drainage and odor, loss of consortium, loss of services of spouse, impaired sexual relations, incontinence and revision surgeries, unspecified wound healing problems, and occasional pain and discomfort in the left side of her groin.